Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was achieved. However, one hr later, bleeding was noted. Manual pressure was held for a duration of 20 mins, which controlled the bleeding without difficulty. Subsequently a pressure dressing was applied. The pt tolerated the procedure well, and was discharged home with no sequelae.